Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nurses were unable to locate their patients. Following the pyxis station upgrade, staff nurses were unable to locate their patients at the station. At times, patients could be found using global find, while at other times nurses had to create a temporary patient. Device settings were unchanged, and the reason for the inconsistent patient visibility was unclear. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bd maintenance service was stopped. A technical support specialist accessed the station and restarted the bd data sync and maintenance services which resolved the issue. The customer later informed that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.